Manufacturer narrative:
Method/results: no product will be returned for evaluation.

Event description:
On (B)(6) 2011, a rep from animas corp reported a pt was hospitalized for hyperglycemia that was caused by the infusion set. Rep did not provide further complaint or pt information. Infusion set was not requested for evaluation at this time. No additional details were provided.